Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose was 395 mg/dl while the sensor gave a reading of 62 mg/dl. The customer treated for high blood glucose with her insulin pump and it began to go down. The customer also received calibration error and bad sensor alerts. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and declined to return the product for analysis.